Event description:
The pt reported "they had heart burn, indigestion three months prior to the band slippage diagnosis. During the surgery, the surgeon found a hiatal hernia, a repair was done and the band was replaced. The surgeon thought that there was probably a small hernia at the time of the original band placement that was just not seen at that time". Follow-up findings with the surgeon's office confirm surgery was performed for a band slippage with replacement of the band and a hiatal hernia repair.